Event description:
On (B)(6) 2022, this patient underwent an endovascular treatment for a thoracic descending aortic pseudoaneurysm and aortic dissection using gore® tag® conformable thoracic stent grafts with active control system (ctag acs). The patient tolerated the procedure. On (B)(6) 2023, a reintervention was performed as a distal stent graft-induced a new entry (d-sine) was found during a follow-up examination. It was also reported there was false lumen perfusion due to the d-sine and the false lumen started to expand also due to the d-sine. An additional ctag ac was implanted distal to the previous devices. The dissection was successfully treated and no endoleak was found, however a re-entry flow from the distal site (outside of the ctag treatment area) remained. The patient tolerated the reintervention. An attempt was made to obtain information on what possibly caused/contributed to the d-sine reported, however no further information was available.

Manufacturer narrative:
Code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. Code e2402-code used to capture false lumen expansion and perfusion. Code b20-device remains implanted. As the device remains implanted and was not available for engineering evaluation, a definitive root cause could not be determined for the reported issue. It should be noted that, per the gore® tag® conformable thoracic stent graft with active control instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, dissection, perforation, or rupture of the aortic vessel and surrounding vasculature, and aortic expansion (false lumen). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.